Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 5f mynx control burst during prep. There was no reported injury to the patient. The device will be returned for evaluation.

Event description:
As reported, the balloon of the 5f mynx control burst during prep. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested, however, the information was not obtained.

Manufacturer narrative:
As reported, the balloon of the 5f mynx control burst during prep. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The sealant remained in the manufacturing position, not exposed to blood. The procedural sheath and syringe were not returned with the device. In addition, the device was found with the stopcock closed. Leak testing was performed per the mynx control instructions for use (IFU), and the results revealed a tear in the balloon of the returned device. Visual inspection at high magnification revealed a radial tear in the balloon. No other anomalies were observed. A product history record (phr) review of lot f2222109 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event of ¿balloon loss of pressure-during prep¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, handling factors during prep are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of the 5f mynx control burst during prep. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested, however, the information was not obtained.